Manufacturer narrative:
(B)(4). Results of customer investigation: as a result of this and previous ventilator problems the customer replaced the gas delivery engine (gde) on june 7, 2018. Results of vyaire investigation: the vyaire failure analysis laboratory received the user interface module (uim) and performed a failure investigation. The reported issue could not be duplicated in the laboratory setting. The device passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the avea ventilator stopped delivering breaths and the screen froze. Additionally there was no response from the touch screen to any attempt to control the ventilator. The customer stated the patient was moved to another ventilator and there was no known patient injury or harm.